Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in a procedure. The exact procedure date was unknown. It was reported that the clip unable to deploy. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.